Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation where it was found that the light guide connector was loose. Based on the results of the investigation, the product analysis confirmed and determined the cause due to component failure of the rigid tube. However, the most likely cause is that physical impacts and similar damages caused additional dents. The most likely cause of the light guide connector loose is component failure of the light guide connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope outer sheath tube had a dent. There was no report of patient harm.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.